Manufacturer narrative:
(B)(4). The contracted service agent evaluated the device and was unable to duplicate or verify the reported issue. Proper device operation was observed through functional and performance testing. The device was then returned to the customer for use. The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer reported that their device would no longer charge energy for a defibrillation shock. There was no patient use associated with the reported issue.